Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 12, 2016 that an ultraflex tracheobronchial distal release stent was to be used to treat a malignant stricture in the trachea during airway stent placement procedure performed on an unknown date. During the procedure, the physician began deploying ultraflex tracheobronchial stent but the deployment suture got caught in the catheter and the stent was pulled out with the delivery system. The ultraflex tracheobronchial stent was removed from the patient partially deployed on the delivery system. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was fine.